Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump had multiple alarms in the alarm history including motor error and motor position encoder error. The customer will return the device and receive a replacement.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, no delivery, or displacement tests due to the motor error alarm. The pump passed the idle current and run current tests. Unable to verify the motor position encoder error alarm due to the motor error alarm. The pump had a cracked reservoir tube lip.